Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology is unknown. The vessels were severely tortuous with slight calcification. It was reported that the physician was advancing the stent graft and the vessel was perforated, due to the severe tortuosity of the artery. The physician elected to perform a surgical conversion for aaa repair. No additional sequelae were reported and the patient was in stable condition at the end of the open surgical repair procedure.